Manufacturer narrative:
Evaluation summary: the device and the lens were returned separated. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The lens was returned adhered to the outside of the device with viscoelastic. No lens damage observed. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported event could not be determined. No problems were found with the returned product. It is important to keep the wound guard securely against the eye and fully advance the plunger for proper lens delivery. There have been no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the intraocular lens (iol) did not go in all the way. There was contact with the patient and the procedure was completed the same day. Additional information was requested.